Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced oversensing resulting in an inappropriate shocks, noisy e-grams, and inhibition of pacing. No patient symptoms were reported.